Manufacturer narrative:
The biomed reported that their central nurse's station (cns) experienced communication loss due to a switch cutover event that occurred in the cpu closet. After the initial troubleshooting, the nk team found that the old sq200 switch, used by the ed dept was failing, so they replaced it with a new cisco 2950. The customer then reported that they are experiencing rebooting of multiple bedside monitor's (bsm) on the same floor. The nk team made the decision to stop the cutover and roll back to the old switches to stabilize the nk network, which resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the cns was used in conjunction with bedside monitors (bsms). Attempts to obtain the following information for all of the bsms were made, but not provided: bsm - model: mu-651ra, s/n: (B)(4), approximate age of the device: 24 months, device manufacturer date: 07/24/2017, unique identifier (UDI) #: (B)(4).

Event description:
The biomed reported that their central nurse's station (cns) experienced communication loss due to a switch cutover event that occurred in the cpu closet.

Manufacturer narrative:
Details of complaint: the biomed reported that their central nurse's station (cns) experienced communication loss due to a switch cutover event that occurred in the cpu closet. The bsm's were also rebooting on multiple floors in the hospital. After further troubleshooting, the decision was made by nk to roll back to the old servers until the issue could be isolated. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The root cause is hospital network configuration. As this issue has an overall risk score of medium and is an isolated incident, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm: model #: mu-651ra serial #: (B)(6) approximate age of the device: 24 months device manufacturer date: 07/24/2017 unique identifier (UDI) #: (B)(4) attempts to obtain the information for the additional bsms were made but not provided.

Event description:
The biomed reported that their central nurse's station (cns) experienced communication loss due to a switch cutover event that occurred in the cpu closet.